Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control and motor endstage board. Both boards were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The boards were requested back to livanova (B)(4) for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed an error message during procedure. There was no report of patient injury.